Manufacturer narrative:
Additional information received from the treating facility reported the cause of death as a massive pulmonary embolus which led to acute respiratory failure and acute left ventricular failure. It was reported that no alarms from the device were triggered prior to the event. An autopsy will not be performed as this is not allowed in saudi arabia. The device will not be explanted and so will not be sent back to the manufacturer for evaluation. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. Serious and life threatening adverse events, including respiratory dysfunction, thromboembolism and death, have been associated with these surgical procedures as outlined in the instructions for use (IFU). With review of additional received information the root cause of the reported death is pulmonary embolus which may be impacted by surgical/procedural factors and patient comorbidities with no indication of a relationship to any device malfunction or performance issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the log files revealed that the pump stopped at 05:22:42 am local time. The patient was reported as deceased. No further information is available. The device will be returned to the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.